Event description:
A customer contacted beckman coulter inc. (Bci) regarding glucose module (glucm) results generated by the unicel dxc 800 pro synchron chemistry analyzer that were not duplicating for multiple patients and exhibited qc imprecision. If the glucm results do not match, then the sample is run on another instrument for confirmation. Erroneous results were not reported outside the laboratory. No specific sample results were provided by the customer for this event. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement meter was sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) is k082590.